Event description:
An rn after wearing the gloves, developed a scratchy throat and chest tighteness. They went to the employee health, after one hour their face and eyes began to swell and they were having difficulty breathing. 911 was called and they were taken to the ER where they received benadryl and solumedrol. They were off work for one week.